Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image with certain scope models and error codes e309 (image processor or light source), and e315 (scope communication error) were displayed. The issue was found during preparation for use for an unspecified procedure. The procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance center (tac) for assistance in troubleshooting the reported issue. It was suggested to the customer to blow out the scope communication cable. The customer moved the device and the scope to another tower, and both worked with no errors. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.